Event description:
It was reported that patient experienced inadequate stimulation and was having difficulty charging the ipg for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipgs were discarded by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: 367371.